Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer received a reading above 6.0 mmol/l on his mobile system. The customer felt unwell, and he was dizzy and sweating at the time of the result. He was not capable of self-treatment, and his partner provided something sugary to drink. The alleged product is not available to return for evaluation.